Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that they were unable to run opcheck. They got an error message to insert the battery. There was no patient involvement.